Manufacturer narrative:
Return requested. Replacement collimator shipped to site. Medtronic investigation of returned suspect collimator confirmed damaged collimator. Unable to system test collimator and confirm: filter ladder motor binding. Collimator presented with no shipping brackets, and the upper cable is not taut due to the spring being stretched. Collimator is damaged. Filter ladders not traveling. Electrical failure. On 03/02/2016 a medtronic representative performed an imaging system check-out, imaging modalities, cable grade, software and safety inspection areas passed. Mechanical test failed. Error initializing collimator. Imaging system was giving intermittent error initializing collimator errors. The filter ladder binds up and needs to be loosened, however, binds back up after a few uses. Replaced the collimator and adjusted. Reset the motion controller ten times without issue. System is fully functional. System performed as intended. On 03/04/2016 a medtronic representative, following-up at the site, confirmed replaced and adjusted the collimator, this resolved the issue. System check-out completed. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's imaging system displayed an error message: error initializing collimator. They re-booted the imaging system, however, the issue was not resolved. A second imaging system was brought in to continue the procedure to completion. Delay in therapy was 15 minutes. There was no impact on patient outcome.